Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to door failure. A field service engineer replaced the latch to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system tower door failed. The customer reported that the latch on the tower door makes a clicking sound but fails to open. It was observed that the latch releases when the door was pushed inward. This problem with the drawer door has been persistent. The customer confirmed that there was a delay to the patient care. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.